Event description:
Information received from the field notes that during a follow-up, the device could not be interrogated. The patient's intrinisic rhythm was atrial fibrillation between 30 and 40 bpm. There was no evidence of pacing or magnet response and telemetry could not be established.